Event description:
It was reported that a beta bionics ilet user's device was cracked on the bottom right, and they are unable to unlock the device. A device replacement was arranged. There was no report of any end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.